Event description:
On (B)(6) 2008, this pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. Although final angiogram revealed a slight proximal type 1 endoleak, the implanting physician decided to take no further action. On (B)(6) 2011, this pt presented emergently to the hosp. Computed tomography revealed an aneurysm rupture. The physician implanted an aortic extender component. The rupture was repaired and the proximal type 1 endoleak was resolved. The pt tolerated the procedure. Also at this time, a slight type 2 endoleak originating at the internal iliac artery was observed. The physician decided to take no further action. The original implanting physician and the physician who treated the pt on (B)(6) 2011 are not the same physician, therefore pt f/u history between the original implant on (B)(6) 2008 and the (B)(6) 2011 event is not available.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. A review of the mfg paperwork verified that this lot met all pre-release specifications.